Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The pump was received with an intermittent up button response due to the corroded keypad traces. There was no moving numbers, ramping numbers on their own, or scrolling bar moving anomaly noted. The backlight functions properly and there was no backlight anomaly noted. The pump functioned properly during the rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, and displacement test. The pump was received with a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer's blood glucose was 270 mg/dl at the time of the incident. Customer stated that her blood sugar was high and she was using the bolus wizard but the numbers would not stop moving. Customer then removed the battery. Customer stated that the up arrow buttons was not responding or acting as if it was held down. When the customer turned the pump back on, she had a low reservoir alert, which was normal, and the backlight was on and she can't turn it off. Customer mentioned that her blood glucose was high due to dinner. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.